Event description:
A customer observed a positively biased crbm outlier result on the 5,1 fs analyzer, during a correlation study. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased results were released. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the outlier occurred during a correlation study, between the current and a new lot of slides. Samples were previously tested and frozen for use in this study. The sample volume of the outlier was very low, and the sample was allowed to sit on the analyzer for an hour before being tested on the new slide lot, causing evaporation of the sample. Review of the system information showed an increase in viscosity of the sample consistent with sample evaporation. User error contributed to this event by letting the sample sit on the analyzer for a lengthy period of time.